Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not completed.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer experienced a non-recoverable error 26002 on the system while preparing for a surgical procedure. The customer attempted a system restart, but the error persisted. A hard power cycle was performed, which allowed the system to power back on normally. However, during the docking of the universal surgical manipulator (usm) arms, a recoverable error 40100 occurred, requiring the usm1 to be disabled. The customer continued with the surgical procedure as a three-arm system configuration procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the fiber trend was inspected, and the clock-spring and parallelogram fiber assemblies were verified to be the source of the fault. Failure analysis concluded that the clock-spring and parallelogram fiber assemblies are consistent with the reported event and are the probable root cause for this issue.

Event description:
Refer to h11 for follow-up information.